Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, after visiting the hospital and checking the device, we confirmed the symptoms you pointed out. After tightening the safety disk and reconnecting the fill port and drain port, the safety disk leak disappeared. We have performed multiple leak tests and confirmed that all passed. Automatic filling and running test ok.

Event description:
N/a.

Event description:
It was reported during inspection that a cs100 intra-aortic balloon pump (iabp) had error in safety disk leak test. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.